Event description:
It was reported that the handle for the orbital brake on the 9900 system had come loose (came off). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reattached the brake handle. The system was tested and found to be working as intended and placed back into service.